Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing and failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning". They reported this occured prior to a rescue attempt.